Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, isolation damage was observed on the ra lead. Lead was explanted and a new lead was implanted. Patient was in good condition.